Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing reference 2182269-2017-00029. During an atrial fibrillation ablation procedure a pericardial effusion occurred. While creating geometry in the left ventricle, the patient became hypotensive. An echocardiogram confirmed an effusion in the left apex of the heart and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm devices.